Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please answer the following questions regarding the needle breakage: did the needle break at the tip or at the body? Was it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due this issue? What is the most current patient health status and condition? Is the broken needle available for analysis? Any photos available for visual analysis? How was the procedure completed? Please provide product code. Please provide lot number.

Event description:
It was reported that a patient underwent an open adenomectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke inside the bladder wall, the needle was fully retrieved. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 3/21/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the needle break at the tip or body? It broke in the middle of the center and the assembly * did it recover during the same surgical procedure? : yes * was there any additional tissue damage as a result of looking for the needle part? Was additional dissection required in other organs/tissues besides the target tissue?: no * was there any change in the patient's postoperative care due to this problem?: no * what is the patient's current state and health condition?: recovered without problem * is the broken needle available for analysis?: the sample was discarded * is any photo available for visual analysis? Yes * how was the procedure completed? : a new suture was passed * provide product code : vcp316h * enter lot number : no data photo analysis: a photo was returned to ethicon for evaluation. Visual inspection was conducted on the picture received. Upon visual inspection of the photo, a sample of product code vcp316 outside of the winding former with the needle breakage could be observed. However, no conclusion could be reached on how this happened as the sample was not returned for analysis. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Analysis does not confirm (verify) the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m